Event description:
It was reported to medtronic minimed that the customer noticed a differences between sensor glucose and blood glucose levels. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and noticed blood glucose value was 150 mg/dl and the sensor glucose value was 213 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was 63 mg/dl which is beyond the 30% limit. Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for the tester procedure for transmitter and the serialized device was replaced. The customer requested to run a tester procedure for the transmitter and found the connector bridge was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.